Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She was able to remove remaining pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.